Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 90% stenosis located in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. The lesion was pre-dilated. Negative prep was performed without issue. It was reported that the stent failed to cross the lesion and stent deformation occurred in vivo during positioning/advancement. It was indicated that there were burrs observed on the surface of the stent and it was noted to be unsmooth. The procedure was not completed. The patient was reported to be alive with no injury.